Event description:
Information was received that there was no nerve damage. The physician stated if there is nerve irritation, she is not sure if this is from the vagus nerve as it does not typically convey much in the way of a pain response. The physician does not know the cause of the irritation. The patient had a strange inflammatory response when the device was implanted with skin redness and irritation and this happened again when the device was removed. The physician assumes this is a reaction to the surgical preparations but is not sure. The physician did not see anything atypical about the device or its placement at the time of surgery. The patient's explanted devices have not been received into analysis to date. No additional relevant information has been received to date.

Event description:
The patient's explanted devices have been received into analysis, and however analysis has not been completed to date.

Event description:
Lead product analysis (pa) was approved and reviewed. A puncture mark was found on the outer silicone tubing which most likely provided the leakage path for the dried remnants of what appear to once have been body fluids inside the silicon tubing. The condition of the returned lead portions were consistent with the conditions that typically exist following an explant procedure. No other obvious anomalies were noted. Set screw marks on the lead pin provided evidence that at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed and no discontinuities were identified. Based on the findings in pa lab, there were no observed anomalies with the returned portions of the device which may have contributed to the reports of painful stimulation. Note that since a portion of the (+) white and (-) green electrode inner silicone tubes and quadfilar coils (between the electrode bifurcation and proximal end of the anchor tether) were not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Generator pa was also approved and reviewed. The generator was explanted due to the painful stim reported. Proper functionality of the generator in its ability to provide appropriate programmed output current could be verified. In pa lab, the device output signal was monitored for more than 24 hours while the generator was put in a simulated body temperature environment. Results showed no signs of variation in the generator's output signal and demonstrated that the device provided the expected level of current. Diagnostics were expected for the programmed parameters. Automated electrical evaluation showed the generator performed according to functional specifications. There were no performance or any other type of adverse condition found with the generator. No additional relevant information has been received to date.

Event description:
It was reported the patient did get some seizure relief from the vns but feels that it causes the patient chest and neck pain when stimulation is on and chest and neck pain to a lesser degree when the vns is turned off. Continuous normal stimulation has been turned off for over a year and baseline pain still persists. It was stated that there is no device complication per "telemetric interrogation", x-ray visualization, or upon physical exam. Per the physician, cutaneous nerve damage from surgical implantation is possible, however it is more likely that there is nerve or muscle irritation from the micro or macro movements of the device and lead and therefore the explant is though to potential resolve this. The patient is currently satisfied with their seizure control with medical therapy and keto diet and is not interested in attempting to lower the amplitude stimulation settings on the vns to mitigate pain. Information was received from the physician that the intervention was for patient comfort and the pain and painful stimulation that the patient experienced was related to vns stimulation. The patient reportedly has undergone lead and generator explant. The patient's explanted products have not been received into analysis to date. No additional information has been received to date.